Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. This notification was opened for review of dreamstation auto CPAP device with an allegation of patient being admitted to the hospital and requiring medical intervention (intubation, antibiotics, chest therapy, chest tube, oxygen, pulmonary consult). The device has not yet been returned to the service center for evaluation.